Event description:
Implantable cardioverter defibrillator (ICD) emitted a constant tone; the pt reported to the ER. 3 weeks prior, the pt had surgery and at that time, a magnet was placed over the device. The device was interrogated and its battery status was middle of life (mol2) thirteen months post implant. The tones ceased when the beep on r-wave feature was togled on and off. Guidant received additional info that approximately 4 months later, this ICD was explanted due to elective replacement indicator (eri). The pt did not want a replacement device. The device has been returned for analysis.